Manufacturer narrative:
The device was received deployed. Upon evaluation, the soft cannula was observed to be shortened and measured 0.7840 inches, which is out of specification. Due to this, fluid was unable to exit the distal tip of the soft cannula. Although there was damage to the soft cannula, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 320 mg/dl. The pod was worn on the patient's abdomen for longer than 48 hours. As treatment, correction boluses were administered via insulin pens.